Event description:
Additional information received from the patient reported that they had uncomfortable stimulation and decreasing the amplitude did not eliminate the uncomfortable stimulation. No urinary/bowel symptoms had returned. It was further reported that the patient had a colonoscopy scheduled to address the symptoms. It was noted that the onset of lower abdomen sore/pain started (B)(6) 2017; the onset of rectal pain and bleeding/mucus (B)(6) 2016. The patient also stated she had to pass some gas and she had bloody mucus and that happened the morning of the call. Further information received from the patient reported they did not know what caused the symptoms. They still had the rectal pain. The bloody mucus went away. They also started taking tramadol and adjusted the stimulation.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for gastrointestinal/ pelvic floor but was use for pain.

Event description:
The patient stated they were feeling both pain and a pulsing sensation. Patient stated their device was implanted to treat pain in their rectum caused by a hemorrhoid surgery. Additional information reported a day later that patient were pretty good but was having some pain on the day of this reported and some pain one other day. The patient stated they could feel stimulation and on the day of this call it was not helping and therapy was on, on program 4 at 2.2. Patient has a call in to hcp and an appointment on (B)(6). Patient would work with hcp to resolve symptoms. The patient's indicators were for gastrointestinal/ pelvic floor.

Event description:
Additional information received as patient was seeing interstim icon screen after they hit the power on key and then sync. Patient also reported that they were seeing the sync icon. Patient was advised to change the batteries in patient programmer and tried it again. Patient had device implanted for pain in their rectum. Patient had the therapy however, they felt like it was kind of pinching them in her rectum. Patient tried decreasing stim but it hadn't really helped with the pinching. It was advised that patient could consider decreasing stim more or speaking to hcp about possible program change. Patient stated that they would get new batteries to get patient programmer issue resolved first and then would call back to review how to switch programs. The patient reported that she got the device implanted for pain in the rectum and the device has helped with that. Patient stated pinching wasn't painful as they just did not like it. Patient stated that they used to feel stimulation as comfortable tingling sensation but then they stopped feeling it that way over time and started feeling this pinching sensation in rectum. It was reviewed that it was not necessary for patient to feel stimulation when getting good symptom control. Patient requested that help as patient could change programs to see if there was a program where they did not feel pinching sensation. Patient was walked though going through p1-4 and patient reported feeling pinching sensation in rectum that they didn't like the feeling of on each program. Patient turned ins off and reported that pinching sensation was less but still there. Patient reported that they always had that sensation sometimes and sometimes, they did not have it. They turned down the amplitude to resolve the pinching sensation. Pinching sensation had not been resolved yet as sometimes there was more and sometimes it was less. There were no complications or that no further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from the patient. Patient still has the pinching sensation and is uncomfortable. The implantable neurostimulator (ins) has been turned off, but they still feel it. Patient used their patient programmer (pp) and confirmed their ins was off. Patient is currently on program 1 at 0.8v. Patient lowered amplitude down to 0.0v as well and still felt it. Patient saw a different doctor who became the new managing physician on (B)(6) 2017. Managing physician told the patient that people feel stimulation with this company's medical devices, but with other company's, they don't feel stimulation. It was reviewed to follow-up with their healthcare provider (hcp) regarding the pinching sensation and to review her specific implant with the hcp. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient. They reported that the patient (pt) uses device for pain in anus. They had been feeling a pinching in the anus and states it is uncomfortable since implant date. Patient services reviewed different programs since pt reached lower limit. The pt switched to program 3 at 0.1v and felt slightly better. Patient was gong to maintain stimulation level and continue to track symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #pli 10: investigation summary - it was reported that it was not helping, they used to feel stimulation as comfortable tingling sensation but then they stopped feeling it, and stimulation is felt at 0.0v as the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. Both the hcp and patient were contacted multiple times to investigate the cause, actions taken and resolution of the event, and when the patient replied more symptoms were reported but no cause, and the hcp has not responded. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause of it was not helping, they used to feel stimulation as comfortable tingling sensation but then they stopped feeling it, and feeling stimulation at 0.0v r emains unknown. The cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Pli 20: investigation summary - it was reported that patient was seeing interstim icon screen and sync icon. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient was contacted to investigate the cause of seeing interstim icon screen and sync icon as of now remains unknown. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause of patientwas seeing interstim icon screen and sync icon as of now remains unknown was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Continuation of d10: product ID 3037 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back mentioning the same issues. They wanted a lower setting because stimulation is in rectum. They had a couple of hemorrhoids surgeries. Doctor said they think there is some nerve damage. Stimulation kind of pinches. Hasn't used the stimulation that often. Been hurting more. Currently they are on program 2 at 0.1v. Switched to program 3at 0.1v. They did not like program 3 as much as 2. They switched to program 4 at 0.1v. Then on the call the patient switched to program 1 at 0.1v. They are going to stay on program 1 and see if that helps. They said, it felt better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient: the patient reported their interstim isn't comfortable and continues to pinch. No further complications were reported or are anticipated.